Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's grandmother that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 950 mg/dl while wearing the pod for less than 48 hours. The grandmother stated that when the paramedics removed the pod, she noticed that the cannula wasn't inserted to her skin and there was wetness on the pod. Symptoms reported include shorter breath, stomachache, and throwing up. The patient was treated with an insulin drip, and the patient was also dehydrated, so they gave her some kind of sugar water fluid. The patient was released the following day on (B)(6) 2026